Event description:
A 10 x 38 x 120 icast was deployed in the patient's distal aorta for a dissection seen on angiogram. The aorta was 16mm, so the icast was post dilated with a 16mm and 20mm balloon for wall apposition. On final angio it was noted that the stent did not have wall apposition and the stent was in the distal aorta. Physician plans to monitor patient.

Manufacturer narrative:
Awaiting additional information regarding the event. Device history record review was performed and the device was found to have met all specifications without any deviations.